Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer had an emergency room visit due to bleeding at the insertion site using the enlite sensor. The customer's blood glucose was unknown at the time of incident. Mother stated the customer bleeds every day, the sensors gets damaged and leave the sensor on the customer. Mother stated the issue began on (B)(6)2017, the customer was bleeding at the site. Mother stated the customer has been to the clinic and the emergency room for his symptoms. Customer¿s medication is not affecting him. Mother states she does not know if the bleeding is caused by thyroid condition or blood sugars. Mother stated the bleeding will stop when she puts pressure with a cotton ball. The sensor will not be returned for analysis.